Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-may-2022 to 14-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not appearing in pyxis and that there was a burning smell coming from the station. During device inspection the field service engineer found that the internal sleeve of the solenoid magnet was jammed, and also collateral damage was discovered on the drawer and module controller boards. A field service engineer replaced the entire solenoid assembly and drawer controller boards to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system has smell of burning electronics in med room and the drawer was inaccessible and fails to exist at all. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not showing up at all in pyxis and reported smoke smell coming from station. During device inspection found that the internal sleeve of the solenoid magnet was jamming and aslo collateral damage was discovered on the drawer and module controller boards. A field service engineer replaced entire solenoid assembly and drawer controller boards to resolve. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system has smell of burning electronics in med room and the drawer was inaccessible and fails to exist at all. There were no adverse events or injuries reported based on this incident.